Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat a persistent atrial fibrillation, a farawave catheter was selected for use. It was noted that the flush port appeared to be leaking due to twisting of the catheter and line. The fluid appeared to be leaking from a crack in the flush port. The catheter was not dripping appropriately after straightening the line. After disconnecting the flush line, the flush port completely broke off. The catheter was replaced and the procedure was completed successfully without patient complications. No air was seen in the patient. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.